Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a sprinter legend rx ptca balloon catheter. The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that a detachment occurred. The detached portion of the device was removed using a snare. Patient is alive with no further injury reported.

Manufacturer narrative:
The lesion was in the mid rca, was calcified with minimal tortuosity. Lesion stenosis was 90%. The lesion was predilated. Resistance was noted during delivery and withdrawal of the device. Excessive force was used. Sufficient time was given for the balloon to deflate prior attempting to remove the device from the patient. The detachment occurred at the proximal end of the device during withdrawal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the sprinter legend rx ptca balloon catheter was being used to pre-dilate a lesion. It was reported that the balloon burst during the procedure. The balloon burst on first inflation at 19 atm. The detached portion of the device is not available for return. Evaluation summary: the device returned with a detachment of the inner member; 129.4 cm distal to the strain relief and a detachment of the balloon material; 152.9 cm distal to the strain relief. The detached inner member, section of the balloon and tip were not returned for analysis. The inner member material was jagged at the detachment site, the balloon material appeared slightly jagged at the detachment site. A kink were evident on the hypotube 0.7 cm proximal to the detachment site. Deformation was evident to the exchange joint. No other damage evident to the remainder of the device. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.